Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient underwent a device upgrade procedure on (B)(6) 2018. Post-operative testing revealed normal parameters on (B)(6) 2018. Later in the day, the patient coded and received high voltage therapy for the patient's ventricular tachycardia and ventricular fibrillation. The patient returned to sinus and coded again. Again, the device delivered high voltage therapy. The patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.

Manufacturer narrative:
A partial lead with the pin measuring 66.8cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.